Event description:
The customer reported the system had a generator error, over kv error. This is an indication the system failed to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The heat, ma, and kv were calibrated during the service call. The system was tested and found to be working as intended and put back into service.